Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a broken clamp ring of the water hose. No complaint parts were received from the site for investigation and a detailed root cause analysis was not possible. In the event the x-ray tube heats up (e.g. Due to intensive usage or cooling defect), a multi-stage detection and warning mechanism is activated so that the system displays relevant messages for the user. If, despite the messages, the user continues x-ray imaging, the oil pressure may increase until the max limit where a hw switch is activated and disables x-ray imaging. The system displays the message "no x-ray: tube too hot". This kind of failure has a very rare occurrence. The ring of the water hose in the cooling unit was exchanged and the failure did not reoccur. No corrective actions are planned based on this nonsystematic event.

Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. This event occurred in (B)(6). Resubmission of initial report as per FDA on 4/1/2019.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee ceiling system. During an interventional procedure, the user reported that the tube cooling system was leaking water. The patient was safely removed from the system and transferred to an alternate system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.